Manufacturer narrative:
Additional device product codes: mni, nkg, kwp. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, one dual rod implant was broken during surgery. There were six (6) in the set, four (4) of them were damaged. Only one of them was used as a dual rod. There was a surgical delay of one (1) minute. There was no impact to the patient. Concomitant device reported. Parallel open rod connector (part number 498.922, lot h307458, qty 1). This report involves one (1) ti parallel open rod connector 3.5mm/3.5mm. This is report 1 of 1 for (B)(4).

Event description:
This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 498.922, lot 11l8122: manufacture date or release to warehouse date: december 03, 2019. Supplier/manufacture site: (B)(4). No non-conformance reports (ncrs) were generated during assemble production of lot number 11l8122. Review of the device history record showed that there were no issues during the manufacture of the product or components that would contribute to this complaint condition. H3, h6: a product investigation was completed: visual analysis of the returned devices revealed four of the connectors (one lot h838492 and three lot 11l8122) had cracks in at least one side, within the circular feature, opposite the locking screw. One of these was a complete fracture with the smaller section not received. Significant stripping damage was present on one or both of the screws. Each of the fractures initiated on the interior of the circular feature. The complete fracture initiated near the center of the section at a machining line. This does not necessarily suggest a defect at the machining line, as crack initations preferentially form at and discontinuity in a surface. From the initiation, the crack propagated in both directions. Large rachet marks are present along the surface, indicating several cycles applied stress (on the order of 5 to 10 cycles). Small parallel secondary cracks were observed near the primary cracks, further suggesting multiple cycles of stress. All relevant measurements were measured and found conforming. All devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the received device. On the basis of these observations, the parts fractured due to overload, with approximately 5-10 cycles of stress. Stripping was observed on several of the screws, which could suggest that significant force was applied. No defects were observed that could have contributed to crack initiation or propagation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.